Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro stayed activated even when the device was turned off. The hospital used a replacement hemopro device; however, the device remained activated in the off position as well. The hospital noted that the power setting was at 3.5 rather than 2.5. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the products in question. Refer to MFR report #2242352-2013-00402 for the related report.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received,there was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).